Event description:
It was reported that the device was used during an unknown procedure. The device misfired staples and did not form correctly. Another device was opened to complete the case. There was no consequence to pt.